Event description:
Surgeon complained that cdis machine was not working properly. Fluid pulsating through tubing instead of steady stream during hysteroscopic exam. Surgeon stopped procedure and performed a diagnostic laparoscopy which revealed a puncture in the uterus. Surgeon then performed total abdominal hysterectomy which required pt to be hospitalized.